Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited error code 41541. The event occurred during setup, there was no patient involvement.

Manufacturer narrative:
B5: it was reported that the pump exhibited error code 401541. Corrected data: d4 ¿ UDI. One device was returned for analysis. Visual inspection showed a bubble dso seal, worn uso seal and scratched lens. Review of the event history log showed 17 system faults 41541. A functional test was performed and the reported issue was not duplicated; however, error code 41541 was confirmed in the ehl. The cause of the reported issue was related to the latch lock flex sensor. As a result, the latch lock flex sensor was replaced. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.